Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while operating the motorized wheelchair without the use of a seat belt she struck a rock and fell out of the seat. The owner's manual warns, "caution"! "Do not operate the unit on unstable surfaces", and, "always use the seat belt".

Event description:
End user alleges while operating the power wheelchair on her driveway, she struck a rock causing the unit to stopped unexpectedly and the end user to fall out of the seat. End user was not wearing a seat belt. Allegedly, as a result of the incident, the end user fractured her tibia/fibula.